Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the falsely elevated actm result is unknown. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
A falsely elevated acetaminophen (actm) result was obtained on a patient sample. The result was reported to the physician. The sample was repeated and a lower result was obtained. Patient treatment was altered; an undisclosed treatment to lower the actm was administered. There was no report of adverse health consequences as a result of the falsely elevated actm result or treatment.